Event description:
It was reported that the liquid crystal display (lcd) broken. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. One device received at the investigation site. Visual inspection showed the enclosure was dirty and scuffed. The water tank cover has large cracks around the bolts, the drain fitting is rusted, main block and pole clamp are both dirty and damaged, the line cord is old and worn, contains old style printed circuit board (pcb) and drain fitting. Reported issued was able to be duplicated and the cause was determined to be lcd was missing pixels. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped. A device history review (DHR) was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. No product information has been provided to date.